Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called emergency medical service due to high blood glucose and diabetic ketoacidosis on unknown date. Customer's blood glucose level was 443 mg/dl. Customer was treated with manual injection. Customer also experienced blood glucose levels of 228, 90, 160 mg/dl. The insulin pump will not be returned for analysis.